Manufacturer narrative:
Additional information: there were two potential lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8115892. D.4. Medical device expiration date: 4/30/2021. H.4. Device manufacture date: 4/25/2018. D.4. Medical device lot #: 7209987. D.4. Medical device expiration date: 8/31/2020. H.4. Device manufacture date: 7/28/2017. H.6. Investigation summary: a device history review was conducted for lot number 8115892 & 7119987. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, they found the damage sustained by the device cannot be caused during the course of the manufacturing process. Based on observations of the damaged section of the device suggests the unit came into contact with a cutting instrument during the course of use. During the return sample evaluation it was observed a little part of the tubing into the luer adapter, on this condition we can confirm the defect mentioned already the tubing was cut in the bonding area and we can consider as a defective/damage device but it is not possible confirm this condition as a manufacturing related issue, this can be a customer related issue or an overstress handling in the bonding area of device, according component received it was observed a part of tubing joined to the luer adapter, this help us to confirm that the bonding operation was performed correctly but due an incorrect handling the tubing could be broke.

Event description:
It was reported that leakage occurred with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter, "I have a 10 year old paediatric patient with severe cp, very active and requiring pivs for antibiotics. On two occasions, when a 24g (long) nexiva catheter has been inserted and infusing into the forearms, the catheters have leaked at the tubing/hub connection. These IV catheters were placed in two different areas, so each would have a different lot#. Not had any other occurrences, so wondering if the child has bitten through it? The broken nexiva I have, I inserted on tuesday, march 19 around 1400 and was called to assess wednesday, march 20, first thing in the morning. It was less than 24 hours old and was still securely insitu and blood return. My insertion was in the right mid forearm. The previous one that leaked was in the left forearm. I am unsure of the lot numbers - the two lot # I have in my cart at present are 8115892 and 7209987 but it does not necessarily mean it is one of these, as I pick up catheters along the way."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter, "I have a (B)(6) paediatric patient with severe cp, very active and requiring pivs for antibiotics. On two occasions, when a 24g (long) nexiva catheter has been inserted and infusing into the forearms, the catheters have leaked at the tubing/hub connection. These IV catheters were placed in two different areas, so each would have a different lot#. Not had any other occurrences, so wondering if the child has bitten through it? The broken nexiva I have, I inserted on tuesday, march 19 around 1400 and was called to assess wednesday, march 20, first thing in the morning. It was less than 24 hours old and was still securely insitu and blood return. My insertion was in the right mid forearm. The previous one that leaked was in the left forearm. I am unsure of the lot numbers - the two lot # I have in my cart at present are 8115892 and 7209987 but it does not necessarily mean it is one of these, as I pick up catheters along the way."